Event description:
On (B)(6) 2022, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient noticed a swelling above his peg site and was evaluated by his physician, who sent him to the emergency room. On (B)(6) 2022, the patient was admitted for unknown intravenous (IV) antibiotic treatment. Three days later, he was discharged home on oral flucloxacillin 100mg qds for 7 days. The peg site was clean and dry with no swelling, slight erythema present.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.